Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was unable to login. The technical support specialist followed ka 000013886 "bd user cannot log into hsv - username already in use" to resolve. The serial number, UDI and manufactures details kept blank since the given asset information found to be server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system, the user was unable to logon into healthsight viewer. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.